Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
A report was received by edwards implant patient registry approximately 7 years post implant of a 29mm sapien xt valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. Correction on b5. The correct sapien xt size is 26mm. The sapien xt valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien xt valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR is required. The instructions were reviewed instruction for use (IFU) for novaflex+delivery system with sapien xt valve and no IFU/training deficiencies were identified. The complaint for explant unknown was unable to confirmed due unavailability of relevant medical record and imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. As reported, "approximately 7 years post implant of a 26mm sapien xt valve in the aortic position, the valve was explanted, and a surgical valve was implanted". There was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve is not available at this time. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. Due to limited information was provided, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.